Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23oct2018. Philips product support provided troubleshooting with the customer. The customer reportedly repaired the unit and the device "functions without issue". No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported a blue screen upon powering on the device. There was no patient or user harm reported. The event date was not specified; estimate used.